Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted anima, alleging a casing/condition (damaged cap and case) issue. It was reported that the cap could not be removed. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08-may-2018 device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. The battery cap contact height and width measurements were within specifications. The cap was difficult to remove and tighten to the pump due a stripped slot on the top of the cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.